Event description:
It was reported that the service notes repetitive dysfunctions during the use of the PICC line: with in particular a difficulty to carry out blood sampling and transfusions (more than 4 hours necessary to pass a bag).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2823 showed no other similar product complaint(s) from this lot number.